Event description:
It was reported that during the final tightening of a set screw, the torque wrench clicking sound was sluggish and the set screw was damaged. The set screw was replaced, however the second and third set screws were damaged in the same way. The bone screw was also damaged, and removed and replaced with a new screw, and the final tightening of the set screw was successful. This caused a 15 minute delay to the procedure, however there was no patient impact. This is report one of five for this event.

Manufacturer narrative:
Corrections in b5 and d10. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent. Reference reports through 3012447612-2024-00372 and 3012447612-2025-00021 through 3012447612-2025-00022.

Event description:
It was reported that during the final tightening of a set screw, the torque wrench clicking sound was sluggish and the set screw was damaged. The set screw was replaced, however the second set screw was damaged in the same way. The bone screw was removed and replaced with a new screw, and the final tightening of the set screw was successful. This caused a 15 minute delay to the procedure, however there was no patient impact. This is report one of three for this event.

Manufacturer narrative:
D4: the remainder of the UDI number is unknown because the lot number is not available. D10: pathfinder nxt cnnltd 5.5 plyscrw 7.5x30, pn 3505-4545 ln 81lw. Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Manufacturer narrative:
Additional information in h4 and h6: investigation type, findings, and conclusions. Device evaluation: the returned device matches the information in the complaint file and was examined. Visual inspection revealed the threads have fractured. Root cause: a definitive root cause cannot be determined with the information provided. This event could possibly be attributed to off-axis forces applied during use. DHR review: the DHR was reviewed. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left highridge medical¿s control. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that during the final tightening of a set screw, the torque wrench clicking sound was sluggish and the set screw was damaged. The set screw was replaced, however the second and third set screws were damaged in the same way. The bone screw was also damaged, and removed and replaced with a new screw, and the final tightening of the set screw was successful. This caused a 15 minute delay to the procedure, however there was no patient impact. This is report one of five for this event.